Event description:
Boston scientific crm received info that this right atrial lead dislodged. As a result, a revision procedure was scheduled and the lead was repositioned successfully. This lead remains implanted. No additional info is available at this time. If additional info becomes available, this report will be updated.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blade broke off of device. The broken blade did not fall into the patient and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time